Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer was not following proper loading techniques. Tandem technical support educated the customer on proper cartridge load techniques. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg.